Event description:
The infusion pump was involved in an overdelivery of a heparin solution. When the pump displayed a volume to be infused of 342 ml, the 500 ml IV bag had only 50 ml remaining. However, after calculating from the pt's medical records, approx 164 ml of solution should have been the amount remaining to be infused. The pt's ptt level was elevated afterwards and the heparin drip was held for a few hours. The pump was removed from the pt. No add'l pt intervention was required. The pt returned to pre-incident status.